Manufacturer narrative:
Possible lot number reported: 4272062: 4126529-05/31/2014; MFR: 10/01/2013/exp: 09/30/2014; 4145012: MFR: 07/01/2013/exp: 06/30/2014; 4022978: MFR: 04/01/2013/exp: 03/31/2014; 4126529: MFR: 6/01/2013/exp: 05/31/2014. Investigation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record. Four possible lots were reported and the device history record was reviewed for each and showed that each manufacturing and inspection operation was performed an indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
The info provided to sjm indicated an 8f angio-seal vip was deployed. While in recovery, the pt reported feeling a pop at the deployment site, which was followed by bleeding. Hemostasis was achieved using a femostop device. A small hematoma remained following this event and the pt's hospitalization was extended to the next day.